Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected patient date of death and device conclusion. Evaluation summary: (B)(4) testing revealed the device was at eri and programmed to vvi 65. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires.

Event description:
Asku

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from outside of the us without information regarding patient impact or product performance. Upon follow-up, it was reported that the device was prophylactically explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing revealed the device was at eri and programmed to vvi 65. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires.

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from outside of the us without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing revealed the device was at eri and programmed to vvi 65. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires.